Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited premature separation from the delivery catheter during initial fixation and dislodged into the lower right ventricle. The rvlp was retrieved for repositioning. During repositioning, the rvlp exhibited low sensing, low pacing impedance and no capture. Another repositioning was attempted, however under fluoroscopy imaging, it was discovered that the rvlp had caused laceration and pericardial effusion. The rvlp was removed out of the patient body and pericardiocentesis was performed. The rvlp was not implanted. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) migrated into the lower right ventricle upon fixation. The rvlp was recovered for repositioning. During repositioning, the rvlp exhibited low sensing, low pacing impedance and no capture. Another repositioning was attempted, however under fluoroscopy imaging, it was discovered that that the rvlp had caused laceration and pericardial effusion, prior to fixation. The rvlp was removed out of the patient body and pericardiocentesis was performed. The rvlp was not implanted. Patient condition was stable.

Manufacturer narrative:
Reported event of positioning failure, low sensing, low impedance, and failure to capture were unconfirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements, output verification, sensing test, found no anomaly contributing to reported events of impedance problem, capturing problem, or sensing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.